Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was shown through x-ray that the lead appeared to be fractured and some of the contacts were broken and loose. The patient underwent a lead replacement procedure and the six dislodged contacts were retrieved from the patients body.

Manufacturer narrative:
Additional informaton was received that the patient is doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was shown through x-ray that the lead appeared to be fractured and some of the contacts were broken and loose. The patient underwent a lead replacement procedure and the six dislodged contacts were retrieved from the patients body.